Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip was damaged/defective during use. The following information was provided by the initial reporter: "multiple staff members are having issue with the 18g green IV cath being dull and dragging on the skin when you stick a pt. You then have to apply more force when threading causing the vein to blow resulting in multiple sticks for the pt. We had this same issue with these when we first got them. They got better but this batch is back to being very dull." Via bd investigation team: "the catheter was microscopically analyzed and discovered that there was catheter tip damage. "

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 18ga x 1.25in. Nexiva unit from lot number 2256989. The device was received with media present and with the needle fully retracted. The catheter was microscopically analyzed and discovered that there was catheter tip damage. The needle was placed back into initial position to analyze and discovered the needle tip was also extremely damaged. Further microscopic analysis discovered scratches inside the tip shield which may indicate misuse of the device. The device is not designed to be tampered with after retracted. The reported issue of a blunt needle and in addition catheter tip integrity were confirmed. It was also reported of blowing veins which may be associated with the reported complications and damage observed on the needle and catheter. Regarding the needle being blunt, this may occur during manufacturing due to a gripper misalignment when feeding and loading the adapter. Gripper sensors, set up and penetration samplings and 100% vision system are performed to mitigate the occurrence of this defect. As the device was already retracted, with scratches visible inside the tip shield, the device was likely tampered with after retraction causing damage to the needle tip. The catheter damage observed may occur during manufacturing if the catheter is cut to length but with dull blades or worn tooling. Setup training, process specifications, and preventative maintenance in process inspections are performed to mitigate the occurrence of this defect. Since the device has been used it is also possible that this damage occurred during insertion or during tip adhesion. It is unclear if the damage occurred during manufacturing or during use of the device so the root causes cannot be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family:nexiva. Device failure:needle point integrity.

Event description:
No additional information.